Event description:
It was reported that prior to starting a da vinci si surgical procedure, broken cables at the tip of a large suturecut needle driver instrument were identified during set up. The instrument was not used in the case. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis confirmed the reported complaint. The grip cable was broken and cable segment sticks out at the instrument's wrist. The idler pulley spun freely and was not damaged. Other cables at the wrist were not damaged. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.